Event description:
It was reported that a patient using the ilet experienced elevated blood glucose beginning the prior afternoon, with a reported value of 393 mg/dl, and troubleshooting and education were completed for high glucose. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included complaint intake and user troubleshooting. Investigation of this case revealed no device component failure was identified and the cause of the hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.